Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately ten months and two days post index procedure using a drug-coated balloon catheter in the cephalic vein, the subject had an adverse event of stenosis at cephalic arch and swing arm in arteriovenous fistula. It was further reported that the target lesion was in the upper arm with fifty-two percent initial stenosis and twenty percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was used for treatment. It was further reported that approximately one year nine months and fourteen days post index procedure, the subject had an adverse event of thrombosis of the arteriovenous fistula. Reportedly, the adverse event was not related to the device and procedure but possibly related to the av access circuit. Furthermore, thrombectomy/thrombolysis was performed for target lesion with initial stenosis of hundred percent and final residual stenosis of sixty percent and access thrombosis with initial stenosis of hundred percent and final residual stenosis of sixty percent. The re-intervention was successful, and the outcome of the adverse event was resolved. The current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that ten months and two days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein via the left upper arm, the subject had an adverse event of stenosis at cephalic arch and swing arm in arteriovenous fistula. It was further reported that the target lesion was in the upper arm with fifty-two percent initial stenosis and twenty percent final residual stenosis. Reportedly, standard percutaneous transluminal angioplasty was performed for treatment. Treatment reintervention was successful, and the outcome of the serious adverse event was resolved. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.